Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The representative reported that they tested the uninterruptible power supply (ups) and batteries both lasted more than 8 minutes. The site biomed explained that the day the issue happened, it was a very busy day with multiple cases. The representative explained they need to keep mobile view station (mvs) plugged in as much as possible and shutting down the mvs when transferring between rooms. The issue will be monitored. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
Medtronic received information that the image acquisition system (ias) will die after less than a minute of losing wall power. Noticed when site was attempting to perform gain calibration. There was no patient present when this issue was identified.